Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance in programming the insulin pump after a battery change. The customer was also hospitalized due to pneumonia, and was experiencing high blood glucose levels. The customer stated that the insulin pump was functioning properly. Nothing further was reported.